Event description:
It was reported that the external pulse generator (epg) had been sitting in the biomedical engineering department on the "repair shelf" for quite some time and the reason was unknown. Therefore, the representative there decided to send it into us to have it checked out just to be safe before they use it again. The epg will be returned. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the battery drawer was broken and that two case screws, both bail covers and the ring cover were the wrong part (note: evidence of non-company personnel having disassembled and reassembled the unit). (B)(4).